Event description:
The user facility reported that the locator was already deformed. During preparation of the angio-seal device outside the patient's body, a hangnail-like deformation was found at the tip of the locator. To avoid the risk of inserting the deformed device into the puncture site, the physician decided to use another angio-seal device. Hemostasis was successfully achieved with the second device. The procedure before deploying the device was arterial interventional surgery (ais), and a pre-deployment angiogram was performed. An 8 french (fr) sheath ancillary was used. The puncture site was the left common femoral artery, but the vessel's diameter is unknown. The event occurred pre-procedure, and the type of procedure performed was hemostasis. The report did not result in patient injury, nor was medical intervention needed. No additional equipment or devices were used with the above product.

Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the arteriotomy locator, hemostasis sheath and the header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator assembly were found fully mated and kinked at the blood inlet holes. No other damage or issues were identified. The returned sheath and locator assembly contained kinks and so the complaint was able to be confirmed for a kinked sheath and locator assembly. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during attempted insertion into the patient. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3 from the initial report. The g3 date on the initial report was missing and should have been june 06, 2025.